Event description:
Reporter stated that caller from facility reported that a free flow of fluid from a source container into the final bag occurred when none of the rotors were turning. The final bag was to have been the first bag of the day to be compounded. The tubing of the transfer set had not been pre-stretched, but the rotors had not been turned. The caller was instructed in the technique presented in the operator's manual. This resolved the problem; therefore, the unit was not sent to the product services for evaluation. No pt involvement.